Manufacturer narrative:
Ocd performed batch review, donor history and complaint review. All results were satisfactory. Lot had expired prior to complaint being received. Sample was not available to be sent to ocd for further investigation. (B)(4). Lot was expired prior to complaint being received.

Event description:
Complaint reporter is reporting a discrepant negative antibody screening result for a patient using peg-iat tube technique. The customer said that in (B)(6) 2014 (exact date not provided), they had tested a first sample from a patient for antibody screening in peg-iat tube technique using 3% surgiscreen lot 3ss870 and that, they had obtained negative reactions with the three cells of the red cell reagent. The customer said that the patient was later transfused. No further detail was provided. The customer said that in (B)(6), after transfusion, they had tested a second sample from this patient for antibody screening in peg-iat tube technique using an alternative lot of 3% surgiscreen and that, they had obtained a positive 2+ result. The customer said that they had requested further testing to the (B)(4) that obtained the following results: weak positive for the pre-transfusion sample using an alternative lot of 3% surgiscreen, positive (2+ reaction strength) for the post-transfusion using an alternative lot of 3% surgiscreen the customer said the (B)(4) had identified an anti-jra antibody. The customer said that a negative antibody screening result had been reported to a physician in (B)(6) 2014. The customer said the patient had no sign of delayed hemolytic transfusion reaction and had not been harmed.